Event description:
It was reported that during a knee surgery both references broke when the buckles were tightened. The broken off pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with two suturetapes and two other implants. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j was received for investigation. Upon visual inspection, it was noted that the tightrope® ii rt, with deploying suture was frayed. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. Complaint allegation is confirmed.